Manufacturer narrative:
The commander delivery system was discarded and will not be returned to edwards for evaluation. There was no allegation or indication of a device malfunction. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary obstruction and gas embolism are potential adverse event s associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of four manufacturer reports being submitted for this case.

Event description:
A coronary occlusion occurred, requiring surgically intervention. As reported by our affiliate in italy, during a transfemoral tavr procedure, during the deployment of a 29mm sapien 3 valve, the pigtail jumped to the coplanar view, resulting in the valve landing too aortic. The decision was made to implant a second sapien 3 valve. During the balloon inflation for the second valve, the pacemaker moved, resulting in the implant of the valve near the position of the first valve. A third valve was then implanted in annulus in good position with no paravalvular leak (pvl) or conduction block. During the deployment of the third valve, the two previously implanted valves migrated. Using the commander delivery system balloon, the team moved the first two valves to a safer area. The valves were dragged to the left subclavian artery and implanted there. Initially, the heart team believed the pulling action of the valves and delivery system resulted in a small dissection that was sufficient to prevent vascularization of the right coronary artery. A sternotomy was performed, and a bypass of the diagonal branch was performed. Further investigation revealed there was no dissection and it was determined that a gas embolism caused the occlusion of the right coronary artery. At the time of the report, the patient was in stable condition in intensive care. The valves remain implanted in the patient.

Event description:
Additional information regarding the event was received. Prior to the transfemoral tavr procedure, the patient presented with calcifications along the femoral arterial axis, ascending aortic dilatation and acute arch. The angiography was not clear during the deployment of the 29mm sapien 3 valve, resulting in the valve being deployed in the aortic root. It was determined that the pigtail jumped to the coplanar view and lead to the malposition of the valve. Massive regurgitation was noted with hemodynamic instability and the patient arrested. It was decided to implant a second valve, as the position of the first was too aortic. During the deployment of the second valve a loss of capture and an extrasystole, the second valve embolized to de same position as the first valve. Finally, a third valve was implanted in the annulus in good position (60:40) without regurgitation. During the full opening of the balloon, the two previous prostheses embolized. Using a commander delivery system balloon, the two embolized valves were dragged to the left subclavian artery and fixed there. Right coronary flow issues were reported due to the valve embolization. Manipulation of the valves also resulted in an ascending aortic dissection. Open heart surgery for a coronary bypass, was performed. It was also reported that during the procedure, complete heart block occurred. No information regarding actions taken was provided. The patient was transferred on ECMO and expired 4 or 5 days post procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), ascending aortic dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the embolized sapien 3 valves) likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: section h10 narrative text. This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06875, applicable to valve embolization, related manufacturer report no: 2015691-2022-06877 applicable to valve embolization, related manufacturer report no: applicable to coronary obstruction, related manufacturer report no: 2015691-2022-06988 applicable to valve embolization.